Event description:
It was reported that a patient is experiencing severe pain in the knee several years after a right total knee arthroplasty. The patient reported that the knee felt warm to the touch and there is a burning, stabbing constant pain that gets worse when she sits or stands. The patient had x-rays done which showed nothing wrong. Attempts to obtain additional information have been made; however, no more information is available at this time.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001822565-2022-02065, 0001822565-2022-02067, 0001822565-2022-02068. Concomitant medical products: articular surface 10 mm height: item#: 00595203010, lot#: 64029872; tibial tray fixed bearing size 4: item#: 00595403702, lot#: 63960263; unknown nexgen stem. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. No product was returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. A definitive root cause cannot be determined. Per package insert (B)(4), pain is known adverse effect this system. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H6: component code: proposed component (annex g) code is mechanical g4- femur.

Event description:
No further event information available at the time of this report.